Event description:
Patient was on the toilet, and as she was cleaning her perineal area following a bowel movement, she expelled what appears to be a small intermittent catheter introducer tip. It is felt that the introducer tip disconnected from catheter kit when straight catheter procedure attempted with inadvertent access to the vagina rather than urethral meatus.